Manufacturer narrative:
The device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that the side firing fiber was noticed to have commenced forward firing at 190,543 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported the patient ¿ok¿.